Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check in clinic. The pulse generator exhibited loss of capture. No additional information had been received.